Manufacturer narrative:
Zimvie received one (1) bnss411, (3i t3 with dcd non-platform switched parallel walled implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, excessive damage on external of implant due to the removal process. Damaged drive feature has been identified to be damaged. DHR review was completed for the subject lot number 20120004461. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 20120004461 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged drive feature. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The drive feature have been identified as damage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that clinician attempted to place implant in site 22 lower jaw position. The intended position of implant stripped out when placing in extremely dense bone. Removed manually and replaced with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.